Manufacturer narrative:
Additional information has been requested. If additional information is received, this report will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited impedance measurements of greater than 3000 ohms, noise, oversensing, and inappropriate atrial tachy response (atr) episodes. There were additional episodes of ra noise which appeared to be due to minute ventilation/ respiratory sensor signal oversensing. Boston scientific technical services (ts) discussed troubleshooting and programming options with the health care professional (hcp). No adverse patient effects were reported. The lead remains in service.

Event description:
It was reported that this right atrial (ra) lead exhibited impedance measurements of greater than 3000 ohms, noise, oversensing, and inappropriate atrial tachy response (atr) episodes. There were additional episodes of ra noise which appeared to be due to minute ventilation/respiratory sensor signal oversensing. Boston scientific technical services (ts) discussed troubleshooting and programming options with the health care professional (hcp). No adverse patient effects were reported. The lead remains in service. Additional information received reported that noise could be recreated with pocket manipulation and patient isometrics. It was suspected that the lead was fractured. No actions or interventions were planned. No adverse patient effects were reported. The lead remains in service.